Event description:
It was reported by the cardiac resynchronization therapy defibrillator (crt-d) patient that they were concern about their crtd as they stated that it was so nerve racking and thought that something was not working. The patient stated that they were out of rhythm for several days. The patient saw their primary care physician and it was detected that the patient was in atrial fibrillation (af) very slightly and that they could feel it.  The patient was wondering why the device did not do anything to get them back into rhythm. The device remains in use.. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.